Event description:
It was reported that within approximately six months of implant that the right atrial (ra) lead dislodged. During the ra lead repositioning attempt the lead helix would not extend/retract. On removing the lead from the body the lead was able to have the helix mechanism work, but was shown to have tissue on the tip. It was also indicated that insulation deformation may be due to sticking on regular access. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix mechanism, there was tissue on the helix and there was apparent explant damage.